Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.